Event description:
It was reported that when the camera head was connected to the video system center, the system did not recognize the camera head. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. The device was returned to regional repair center for inspection and the reported failure was not confirmed. Updated fields: d8, d9, h2, h3, h4, h6 and h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: damage on cable unit. The root cause of the damaged cable unit could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera head was connected to the video system center, the system did not recognize the camera head. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.